Manufacturer narrative:
The investigation determined that an imprecise and higher than expected vitros trop I es result was obtained when performing a precision test using a troponin free fluid on a vitros eciq immunodiagnostic system. An ocd field engineer replaced the reagent metering manifold valve and signal reagent probes, performed the signal reagent subsystem cleaning, and adjusted the well wash alignments to return the instrument to expected operation. Following these actions, acceptable vitros trop I es performance was observed. The root cause of this event is instrument related.

Event description:
The customer obtained an imprecise and higher than expected vitros trop I es result when performing a precision test using vitros high sample diluent b as the sample fluid on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were processed during the time frame that the higher than expected vitros trop I es result was obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).